Event description:
Customer using accu-chek advantage system. Customer did back to back testing on the same meter with results of 23mg/dl, 40mg/dl, and 98mg/dl. Location of testing not provided. Customer states controls were ran and they were within range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: meter, accu-chek comfort curve test strips lot# 549525, expiration date: 02/29/2008.

Manufacturer narrative:
The suspect product is comfort curve test strips.